Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. The patient stated there was a leak at the loose connection between the line and the solution bag. The technical service representative reviewed proper procedures with the patient. The technical service representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the event description, the cause of the reported problem was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.